Manufacturer narrative:
(B)(4). The event of " capsular contracture, baker grade iii." Is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and exchange from textured to smooth due to patient concern with the product.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and exchange from textured to smooth due to patient concern with the product. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and exchange from textured to smooth due to patient concern with the product. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and exchange from textured to smooth due to patient concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, white calcification in the surface of the shell and crease fold. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify a sharp in the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on the posterior side assessed as an unidentified (tear) opening.